Event description:
An 8mm hemashield platinum used for right axillary graft. The graft bled through, the material was quite permeable much more than the 8 hemashield that was used the prior case. Very porous and weepy. Additional blood needed to be given to keep up with the losses from the graft.====================== manufacturer response for vascular graft, hemashield platinum woven double velour vascular graft (per site reporter).====================== they will make a report.